Event description:
A micro drill medium straight attachment was sent for evaluation because it was getting warm during testing. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Debris was noted within the device during evaluation. The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.